Manufacturer narrative:
Additional information was requested and the following was obtained: can you confirm the quantity of needles that broke during the one procedure? 1. Where was the needle grasped (swage, middle, tip) during use? I am unsure. What tissue were the needle pieces removed from? Perineum . Were the needle pieces retrieved during the same procedure? The physician had to make a small incision and use a magnet to get the piece that broke off. What is the current condition of the patient? Patient was discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/17/2017. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A fracture was observed in the body of the needle. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that the patient underwent a vaginal delivery procedure on (B)(6) 2017 and the suture was used. During perineal repair after the procedure, the needle broke and was verified in the patient by x-rays. The patient was medicated in the room and the doctor was able to use a magnet and performed a small dissection to get the device that was embedded in the patient. Another like suture was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined and and they met the test requirements. No manufacturing defect was found .